Event description:
Terumo medical corporation received the following reported information: a vascular surgeon was doing a peripheral case. Groin access and sheath was up and over. The navicross 035 was down leg and there was a 035 glidewire advantage in the navicross 035. The doctor was trying to take the navicross out over the wire and it was hard to remove. The doctor held on to the port of the navicross and it pulled off. Then he got the hemostats and tried to pull the navicross out and that piece broke off. He pulled again and the rest of the navicross came out. There was no blood loss. Additional information was received on 03nov2025: the navicross broke inside the patient. All of the catheter was retrieved by advancing a sheath dilator to push out the broken piece of the navicross through a pedal sheath. The patient was stable.